Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during cycle 4, ultrafiltration volume 1572ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device was returned and the device passed and met functional and electrical performance specifications. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported iipv found in the device logs. The cause of the iipv was determined to be: insufficient drain. False empty detect at initial drain and at previous therapy last drain. The device was subsequently forwarded to service. Follow up with the nurse revealed that the patient is continuing with therapy on the new cycler. No patient injury or medical intervention was reported. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).